Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter was issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers on december 8, 2017 to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
The customer observed falsely depressed patient results generated by the architect c8000 system. Sample ID (B)(6): albumin: initial <0.4 g/dl, specimen retested on a second analyzer 4.3 g/dl (normal patient range is 3.4 - 5.0 g/dl). The result was corrected and there was no impact to patient management. Sample ID (B)(6): this patient had decreased results generated on multiple analytes. The initial results were generated on the analyzer in question and the retest results were generated on a second instrument for the following: sodium: 101 mmol/l repeated on secondary instrument 132 mmol/l (normal range 134 - 144) co2: <4 mmol/l repeated on secondary instrument 26 mmol/l. Initial results were not reported. No impact to patient management. Sample 1: urea nitrogen: initial <4, retested on the same analyzer at 11. No impact to patient management. Sample 2: magnesium: initial result of 0.7 mg/dl retested at 0.7 mg/dl. A result of 2.3 mg/dl was generated for this sample on a second analyzer. No impact to patient management was reported. Field service inspected the c8000 system and logs. Error code 5667 unexpected sensor status during cuvette washer step down movement was identified. The customer had replaced 2 cuvette segments due to detached bottoms prior to the service visit and stated that the falsely decreased results generated for sample 1 and 2 occurred on one of the cuvette segments with the detached bottom.